Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: device in transition to manufacturer. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It has been reported to gore that the patient presented with an aortic type a dissection was supposed to be treated with a gore® tag® conformable thoracic stent graft with active control system. It was stated that the device could not be fully released because the red lock wire handle broke during the attempt to fully deploy the device. Reportedly the device has been removed from the patient without any harm. Another gore® tag® conformable thoracic stent graft with active control system was used to complete the intervention.

Manufacturer narrative:
Contact office - manufacturing site information was corrected. Emdr section h6 codes updated to reflect results of investigation.